Event description:
The patient had changed out the cartridge the previous evening and filled it with 300 units of insulin. The following morning the pump indicated that patient only had 155 units left the cartridge.